Event description:
It was reported that the patient's first implantable neurostimulator (ins) and lead was removed in (B)(6) 2011, because of it not working and for causing frequent utis. It was noted that first ins never worked. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that the device never worked with her urinary retention problems.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v226699, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).